Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. The cause of the damage to the firing rod could be traced to a disconnection between the firing rod and the reload laminates. It was reported that during a laparoscopic appendectomy, after firing, the reload became locked on tissue and could not be removed, with the knife blade difficult to retract and the jaws unable to open on the powered staler. Tissue and the appendix were trapped inside the device jaws. Attempts to resolve the issue included resetting the powered handle, detaching and reattaching the adapter, and using a manual retraction screwdriver, which rotated without effect. These troubleshooting steps were unsuccessful. A second resection was required using a mechanical stapler from a different manufacturer applied parallel to the blocked reload through an additional 10 mm trocar that replaced a 5 mm trocar. The blocked reload, with tissue and appendix trapped, was then extracted through an abdominal umbilical trocar incision where the powered stapler was inserted. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial (B)(6)); sigmret, sig power sigmret manual retract tool (lot unknown); egia45avm, egia45avm egia 45 artic vasc med sulu (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, after firing, the reload became locked on tissue and could not be removed, with the knife blade difficult to retract and the jaws unable to open on the powered staler. Tissue and the appendix were trapped inside the device jaws. Attempts to resolve the issue included resetting the powered handle, detaching and reattaching the adapter, and using a manual retraction screwdriver, which rotated without effect. These troubleshooting steps were unsuccessful. A second resection was required using a mechanical stapler from a different manufacturer applied parallel to the blocked reload. The blocked reload, with tissue and appendix trapped, was then extracted through an abdominal incision.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was not at the home position. The adapter was received with a reload attached. The firing rod was noted to be out of home position. Functional testing found that the blue unload switch could not be depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 30 of 50 procedures remaining. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The firing rod was advanced using a manual retract tool. The returned reload was removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang ups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument locked on tissue and was difficult to retract the knife blade. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, after firing, the reload became locked on tissue and could not be removed, with the knife blade difficult to retract and the jaws unable to open on the powered staler. Tissue and the appendix were trapped inside the device jaws. Attempts to resolve the issue included resetting the powered handle, detaching and reattaching the adapter, and using a manual retraction screwdriver, which rotated without effect. These troubleshooting steps were unsuccessful. A second resection was required using a mechanical stapler from a different manufacturer applied parallel to the blocked reload through an additional trocar added. The blocked reload, with tissue and appendix trapped, was then extracted through an abdominal incision.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy, after firing, the reload became locked on tissue and could not be removed, with the knife blade difficult to retract and the jaws unable to open on the powered staler. Tissue and the appendix were trapped inside the device jaws. Attempts to resolve the issue included resetting the powered handle, detaching and reattaching the adapter, and using a manual retraction screwdriver, which rotated without effect. These troubleshooting steps were unsuccessful. A second resection was required using a mechanical stapler from a different manufacturer applied parallel to the blocked reload through an additional 10 mm trocar that replaced a 5 mm trocar. The blocked reload, with tissue and appendix trapped, was then extracted through an abdominal umbilical trocar incision where the powered stapler was inserted.